Event description:
Boston scientific received information that the pt received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) shortly after being discharged from the hosp following the implant procedure. A health care professional (hcp) reported that the pt was brought back to the emergency room after collapsing and reports the pt collapsed due to incorrect programming in the device. A review of stored episodes showed some non-treated and treated events due to oversensing noise. The issue was being attributed to air bubbles in the pocket. At a post-po follow-up appointment, the issue was unable to be recreated. The issue resolved with reprogramming a different vector. No additional issues or additional adverse events have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.